Event description:
It was reported that during a laparoscopic gastric sleeve procedure, on the third firing while using green reload and seamguard, the surgeon waited precompression time and also used pulse method during firing sequence. When the device was removed, unformed staples were noted on patient side. Surgeon oversewed area with 2-0 silk where unformed staples occurred. Then on last firing, surgeon used same stapler with gold reload and seamguard, the surgeon waited precompression time and also used pulse method during firing sequence. When the device was removed, unformed staples were noted on patient side. Surgeon oversewed area with 2-0 silk where unformed staples occurred and tisseel was also used on area of unformed staples. It was unknown how much bleeding occurred and unknown if any blood products were given. Customer will not release device.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.